Manufacturer narrative:
Findings: unit received with cracked bleeding lcd glass. Unable to performed displacement test, rewind, seating, basic occlusion test and force sensor test due to cracked bleeding lcd. Unit received with cracked reservoir tube lip, scratched case and broken belt clip rails. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 5.2mmol/l. Customer reported pump has cracked one of two pieces which hold belt clip. Customer agreed to replace pump.